Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device was explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion, observed 4 openings assessed as surgical damage and observed delamination of plug strap disk shell assessed as cohesive failure were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.